Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis found that the case front was cracked and the main board battery contacts were broken. The connector was also broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the controller does not power on. Patient said the issue started about a week ago. Patient tried resetting the controller and that did not resolve the issue. Patient plugged the controller into the ac power supply without the battery pack and the controller did not have a green light. Patient put the battery back in and the green light was solid green. Patient unlocked the screen and the screen showed the controller battery was at 100%. Pt stated there seems to be a short in the controller as if they move the screen comes on and turns off. The issue was not resolved through troubleshooting. An email was sent to the repair department. Pt called back and stated they got the replacement controller, but thinks something went wrong while setting controller up as they would now get no device found when trying to unlock controller. Pt said they could only connect and see their settings with the recharger plugged in. Pt reset controller during the call, but still saw no device found without recharger. The issue was not resolved. Patient did not have an upcoming rep or doctor appointment for assistance re-pairing the controller. An email was sent to the repair department to replace the controller.